Event description:
It was reported that the device was used during a lap roux-en-y. The surgeon was manipulating the anvil with suture, the blue tip pulled out of the anvil unexpectedly, tearing a hole through the pouch of the stomach. Or time was extended by one hour to repair tear in stomach. Another device was used to complete the case. No other consequence to the patient.